Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels rose up to 18 mmol/l (324 mg/dl) while wearing the pod on the leg between 5 and 24 hours. The pod fell off, dislodging the cannula from the infusion site. A new pod was applied as treatment.

Manufacturer narrative:
The device was received fully deployed with the adhesive pad attached to the bottom housing. No damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive pad failure could not be determined. The data downloaded from the device shows an 0x67 occlusion alarm occurred during operation. This alarm deactivated the pod. During investigation, no blockages were found in the fluid path and fluid was observed flowing freely though the entire fluid path. No damages or defects were observed on the drive mechanism that would contribute to the 0x67 alarm. The root cause of the occlusion alarm could not be determined. During the investigation, the soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be conclusively determined, nor could the root cause of the reported adhesive failure be conclusively determined.d4 - lot # changed from blank to pd1k02172231 d4 - expiration date changed from blank to 2/17/2022 d4 - unique identifier (UDI) # updated to (B)(4). H4 - device mfg date changed from blank to 2/17/2022.